Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient suffering from system infection presented in the clinic. Upon interrogation, it was noted that the device migrated out of the pocket. Device was explanted. Physician planned to implant a new device post infection relief. Patient was stable post procedure.